Event description:
The following has been reported: pump throwing force sensor failure when turned on or attempting to connect with agilia partner. Replaced force sensor/plunger arm.syringe barrel hol der will not calibrate. Replaced syringer detector kit and issue persists. Flashed fw.syringe barrel calibrated successfully. Pump will not switch out of server mode to service mode. Tried to reconfigure multiple times. Flashed wifi software. Upgraded software to new version 2.2dpm completed using agilia partner version v2r 4.0.3.21072 wi-fi configured sql and centerium server checked for connectivity and data download: pass reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.